Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare specialist that an rt340 evaqua breathing circuits failed the ventilator leak test on a savina ventilator. It was further reported that there was a leak in the expiratory limb of the circuit. This was found prior to patient use

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare (B)(4) and was visually inspected. Results: visual inspection of the evaqua expiratory limb revealed one hole in the tubing about 400 mm from the elbow connector. A lot check was performed and no other complaints of this nature were identified for lot 130925. Conclusion: based on our visual inspection the limb appeared to have been punctured or scratched with a blunt object. All rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution and any circuit that fails is discarded. In addition, tube weighing and bond strength testing are performed every 15 minutes; if this test detects a fault, the whole batch is placed on hold for investigation. This suggests that the subject breathing circuit was damaged after it was released for distribution. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing can be susceptible to damage when exposed to rough handling or damage caused by blunt or sharp objects and non-fph circuit hangers. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage